Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had been experiencing high blood glucose levels even after performing a set change. Blood glucose level at the time of the incident was 215 mg/dl. Blood glucose level at the time of the call was 416 mg/dl. The customer stated that he had been treating with the insulin pump and manual injections. During troubleshooting, no malfunction of the insulin pump was shown. The insulin pump will not be replaced or returned for analysis.